Event description:
It was reported that ongoing intermittent occlusion alarms occurred. Reportedly, the customer was not following the proper air removal steps from cartridge and had been using the same cartridge and infusion set for over 2 days using humalog insulin. Tandem customer technical support informed customer to follow the proper air removal steps and that humalog insulin is indicated for use with tandem supplies for 2 days. Customer changed pump supplies to address the issue. Customer¿s blood glucose (bg) level was above 500 mg/dl. Elevated bg was addressed by a manual insulin injection.